Manufacturer narrative:
(B)(4).

Event description:
It was reported that when openning outer package seal of the trial lead, the inner was attached to it with what appeared to be adhesive and pulled open the sterile seal as well. It was noted the lead was discarded and would not be returned. Additional information received reported there were no photos taken and the packaging was not kept for further understanding/investigation because the package had been thrown away.